Event description:
Qs was currently investigating complaint pir# 9901452 with this facility. On 10/18/99, the user facility confirmed that pt mr was the third pt who demonstrated a reaction while undergoing hemodialysis with the use of an f80a. The pt exhibited similar symptoms over four dialysis treatments. The symptoms included a taste in the pt's mouth and throat, shortness of breath, and complaint of chest heaviness. There were four "reactions" with three f80a dialyzers. Two reactions occurred after two previous treatments without incident. The use #s of the f80a's were #3, #4 of same dialyzer, and two were dry pack dialyzers. The reused dialyzers were reprocessed with renalin. The concomitant products in use were: medisystems readyset bloodlines, granuflo concentrate with a loop/central delivery of acid and bicarbonate (lot and samples to be obtained). The onset of symptoms were from 5 to 20 minutes into treatment. On 10/19/99, this pt treatment history was provided by the reporting facility. It was found that pt was new to dialysis and began treatment on 9/21/99. The first three treatments were uneventful.